Event description:
Balloon did not inflate during a percutaneous transluminal angioplasty. The lesion was pre-dilated. The balloon catheter was exchanged by another balloon to deploy the stent with satisfactory results. There was no patient injury reported. This product has been returned for evaluation and testing, however the engineer's report is not yet complete.